Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer for evaluation. Photos were provided depicting the reported issue. The photos sent indicate a crack in the material of the luer lock negative adapter, which led to the leakage described. Based on the information available, it is likely that the leakage was caused by a defect in the luer lock negative adapter of the venting line. The complaint is classified as justified, however no cause could not be confirmed without the sample being returned. The manufacturing records did not reveal any anomalies or deviations. Since the damaged component is a purchased part, the supplier has been informed about the defect. In addition, the production process is being investigated for factors that could have an influence on the material properties.

Event description:
Additional information: additional information was received that the product was discarded and therefore the product sample is not available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a xlung kit had a hairline crack at the connection to the three-way valve at the lower rinsing outlet of the oxy's (p3) after therapy start which resulted in blood contact. Upon follow-up, it was confirmed there were no patient symptoms, injury, adverse event, or medical intervention required as a result of the reported event. A new circuit was used in order to complete the treatment. No additional information surrounding the patient's blood loss was made available. It was reported that a product sample is expected to be returned.